Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient not wearing a mask during therapy. The patient was seen in the emergency room but was not hospitalized for the event. The patient was treated with oral cipro 2 times a day (dose not reported) for the event. Eight days after initiating treatment, cipro was discontinued. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.